Event description:
Customer reported that a pump declared an alarm during use. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming that it was under warranty. Customer was informed to use an alternative insulin therapy and received guidance on placing the old pump into storage mode before returning it with a prepaid label within 10 days.